Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins setscrew was backed out too far. The ins passed the functional and lead insertion tests and the complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they could not insert the lead into the header block. During implanting the implantable neurostimulator (ins) on (B)(6) 2014 the lead would not go into the grommet. It was noted that they tried unscrewing the set screw and lubricated the lead. No matter what was done the lead would not advance to the header block. It was reported that the health care provider (hcp) used another ins and it worked fine. There was no further issue and no patient injury. It was noted that it took the manufacturer representative this long to call in because there was a problem with the inventory and it was showing up as a hospital¿s inventory instead of their trunk stock and they had to wait until it cleared. Additional information received reported that the device had not been returned but the manufacturer representative had it and was going to discard of it if it was not needed. The second ins was placed and the outcome was positive. Additional information received reported that the screw in the ins wouldn¿t lock down the lead because the lead was blocked from entry. It was noted that there was no patient injury and the patient recovered without sequelae after the device was removed.